Event description:
Additional information was received from a healthcare provider (hcp). Regarding the previously reported pump failure and pump replacement, the hcp indicated that they acquired the patient and had never replaced the patient's pump. It was further noted that there had been no recent pump failure; the patient wanted the pump increased back to his prior rate of drug per day. The following was indicated as being not applicable: serial number of pump regarding a failure, symptoms experienced, troubleshooting performed, and cause of the pump failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the patient has had a pump since 2004. One of the patient's pumps was replaced due to pump failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.